Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively an orthopedic total knee arthoplasty surgery, the patient had wound infection and dehiscence. It was also reported that the patient used antibiotics while in the hospital.